Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was unable to get her blood glucose level down. The customer experienced an unusual high blood glucose episode. The customer woke up with a blood glucose level of 453 mg/dl. She treated her blood glucose level with an injection of 6.5 units of insulin. The customer later did a site change and her blood glucose level was 445 mg/dl. She then treated with a manual injection of a little over 3 units of insulin and ate. The customer was nauseous and was not feeling well to troubleshoot. The customer was taking a herbal supplement for neck pain. The device was not returned.